Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was symptomatic with threshold testing. The physician will continue monitoring the patient through the remote home monitoring system.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode during an in clinic device check. Boston scientific technical services (ts) discussed the potential of aggressive threshold testing and discussed that settings during threshold testing are temporary and that the device will return to programmed settings upon completion of testing. No additional adverse patient effects were reported. This product remains implanted and in service.